Event description:
Additional information received indicated surgical intervention will not be undertaken for this issue. Physician has elected to pursue other treatment options for the patient.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective therapy. Surgical intervention may be pending to address the issue.